Event description:
It was reported that during a post-operative check, chest x-ray showed that the right atrial (ra) lead was not in the original implant location. Device interrogation confirmed that all lead parameters remained stable and within normal limits. No changes or intervention were reported; the ra lead will continue to be monitored. The patient was in stable condition.